Manufacturer narrative:
(B)(4). The insulin pump was received with a cracked battery tube threads, a scratched case and a cracked case behind the insulin pump near the battery tube compartment. The test reservoir does lock properly inside the reservoir tube. However, the insulin pump was also received with a critical insulin pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical insulin pump error (open book image) alarm. Moisture damage was also found on the battery tube, motor, vibrator and force sensor during visual inspection. No moisture damage found on the keypad assembly.

Event description:
Information received by medtronic indicated that the insulin pump had a crack at back. No harm requiring medical intervention was reported. The device will be returned for analysis.